Event description:
It was reported that a minicap transfer set had a connection issue; further described as ¿off the training apron¿. This was observed during training for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted; the connection and disconnection of the female connector was performed by hand with no issues noted. The reported condition was verified as a separation. The cause of the separation was related to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.